Event description:
Reporter stated that an employee of the hospital received the following results, with two different meters, within 3 minutes: 2.2 mmol/l (inform ii system 1) and 5.4 mmol/l (inform ii system 2) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the inform ii system 1. (B)(4).